Event description:
It was reported that the patient programmer would not turn on and the patient was unable to adjust stimulation. The patient also experienced a loss of therapeutic effect, starting 3-4 months ago. The patient could not lie down on his back and stretch because it feels like it was pulling, and the patient was in pain all the time. It was noted that the patient fell a lot, and it was not clear if the falls were related to the loss of effect. The patient had an appointment to meet with a manufacturer representative and his hcp on (B)(6) 2012 for further follow-up.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3587a, lot# lc3082, implanted: (B)(6) 2005, explanted: na. Extension: model nhu082753v, implanted: (B)(6) 2005, explanted: na. Programmer: model 7435, serial# (B)(4).